Event description:
A patient was placed in the invacare care guard shower chair with back in front of bathroom sink to clean up. The patient turned the light on and was found on floor unharmed. He stated he attempted to move his chair back causing the shower chair leg to bend and break causing him to fall to the floor.